Event description:
It was reported that a spectrum pump failed volume test three times with values greater than 21 ml during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, volumetric test failed three times was reproduced. Evaluation sent the device for flow rate accuracy test and delivered with error percentage of 9.825 which is out of acceptable range. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate requires to perform adjust /verify to address this issue. Should additional relevant information become available, a supplemental report will be submitted.